Manufacturer narrative:
The insulin pump passed rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 130 noted during testing. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump had a beep anomaly. The customer¿s blood glucose level was 7 mmol/l at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.